Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they call they were admitted into hospital due to high blood glucose on (B)(6) 2018 with blood glucose of 429 mg/dl. Customer¿s current blood glucose level was 115 mg/dl. Customer¿s blood glucose level was 487 mg/dl at the time of incident. Customer was very confused and could not remember anything. The customer was treated with insulin pump, intravenous drip. The customer was mentioned insulin pump had motor error and a motor position encoder error. The drive support cap appears normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device failed displacement test (264.5 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform functional test including basic occlusion test, occlusion test, prime test, excessive no delivery test, excessive no delivery test, delivery accuracy test and unexpected restart error test. However, device received with operating currents within spec and passed self test. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.